Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing in the primary vector resulting in an untreated episode. A technical service consultant reviewed information with physician and assisted with programming secondary vector. Device remains implanted. No adverse patient effects were reported.